Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the side port closest to the leur lock end of the primary tubing leaked out instead of infusing into the patient. Ns was infusing through the primary line and an unspecified fluid was connected to the secondary line. There was no report of patient harm.